Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The caller reported that it was possible to fill the tube manually. During troubleshooting, the call confirmed that the motor error recurred during an attempt to run a 5.0 unit via the fill cannula process. The customer's blood glucose was 257 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.